Event description:
It was reported via repair work order that the head end lift was elevated and would not lower as the cpu board and coupler were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.